Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a biopsy procedure. According to the complainant, the device was inspected and tested prior to use and no anomalies were found with the device. During the procedure the device got stuck at approximately 10 to 20 cm from the elevator of the scope. The biopsy forceps and scope were removed in tandem from the patient. . The procedure was completed with another redial jaw 3 hot biopsy forceps and a different scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; one jaw missing.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. However, patient reported to be over 18 years old. The event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found that one jaw was missing and the coil was elongated. The coil and sheath were inspected and measured. Both the sheath and coil were found to be within manufacturing specifications. Functional tests were not performed due to the condition of the returned device. The returned device presented with an elongated coil and one jaw missing. The directions for use (dfu) document cautions the user that excessive force should be avoided when handling the device. Since the account reported that the device was inspected prior to use and no anomalies were noted, the break likely occurred due to anatomical or procedural factors limiting device performance. Therefore, the most probable root cause is operational context. (B)(4).